Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced ¿false readings all day¿, but no specific cgm reading was reported. No specific symptoms were reported, but the patient eventually was brought to the hospital by an ambulance. When a fingerstick was taken the blood glucose reading was over 600 mg/dl, but no cgm reading was reported from that moment. No treatment was reported, and it was unknown how much time the patient spent at the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.